Event description:
Spacelab's solution was to add an additional server but this still did not work. There are two fundamental things deficient with this system;1. We have no active monitoring system that detects when the 72-hour disclosure interface is not sending info to the database. The only way staff knows the system is down is when they need to review cardiac rhythms or vital signs and the screen is blank.2. The current system configuration saves information in a flash type memory, when the interface/server is restarted all the information is purged and gone forever. The spacelab's system needs to write to a permanent archive (hard-drive) that can be accessed after the system is rebooted and restored; the flash memory does not save the tracings when it is restarted. I don't know how this patient critical system can be deficient in both these areas and still be FDA approved?====================== manufacturer response for physiological monitor, module, command module======================it was our it dept's responsibility to come up with a solution to monitor the interface.